Event description:
The patient underwent a sling procedure. Post operative, the patient experienced urinary retention and required catheterization. Hospitalization was prolonged. A tension revision was performed. The patient was discharged 5 days later. Follow-up with the patient 1 week later revealed post-void residual and incontinence.